Event description:
False positive result (s). If you're looking for stress this is the test for you. Our entire family was quarantined for christmas after getting false positive test results using this product. Pcr testing confirmed the subjects were not covid positive.